Event description:
In 2001, it was reported that the pt was hit in the head with a softball, suffered a hematoma and the device extruded out of its recess bed. At that time the surgeon at the original implant center performed repositioning surgery. Following revision surgery, the pt reported that they felt a painful sensation during device use. Pt ceased using the device. In 2002, the pt was seen at another implant center. The surgeon reviewed x-rays and noted that atleast 3 pairs of electrodes were in the middle ear space. Further testing was performed in the next month by a co rep. The testing conducted confirmed the surgeon's findings. The center has recommended that the device be replaced. Revision surgery has been scheduled for 2002.